Manufacturer narrative:
The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. However the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter read inaccurately high compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient was unable to say when the alleged issue with the meter began, but she reported that the meter had been in use for about one and a half months and had been displaying inaccurately high results. The patient manages her diabetes with medication including metformin. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that on an unknown date and time after the start of the alleged issue, she developed symptoms of shakiness, nausea [and] high blood sugar. She reported that she made a doctor's appointment about one and a half weeks prior to contacting lfs as she did not know if her meter was reading inaccurately. The patient denied receiving any treatment during the visit, but reported that she obtained blood glucose results of 139 mg/dl on the doctor's meter, 138 mg/dl on a freestyle meter and 138 mg/dl on the subject meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls just outside lfs criteria for accuracy. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The patient's test strips were within date and had been stored correctly and the test strip vial was not cracked or broken. The patient was unable or unwilling to describe their testing steps. She was also unable to walk through a control solution test as she did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 3 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, the retain test strips have been further evaluated. Performance testing with blood did not confirm the complaint; however, the retain test strips were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.